Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel and the tip (light guide lens), but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter at the sub-water supply channel; however, cracks have occurred on the tip (light guide lens). The detection method is described in the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the jet channel was clogged with a foreign material of an unknown origin, the distal end light guide rod lens had a foreign material. Additionally, the light guide rod lens was cracked, the distal end cover was chipped, the bending section cover glue was cracked, the bending tube had movement, the connecting tube was scratched, the connecting tube was buckled, the connecting tube protector coating was peel off, the grip unit was scratched, the scope cover painting was peeling off, the air water cylinder was worn out, the suction cylinder was worn out, the knobs were broken, key top 1 was collapsed, the switch box unit was broken, the universal cord was buckled, the plug unit housing was damaged, the scope connector cover was damaged, and the image was tilted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a wheel issue. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged jet channel, with a foreign material of an unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.